Event description:
It was reported to philips that the device shut down while in patient use. This event was reported to have occurred during patient use. No patient harm was reported. The customer spoke with a philips remote service engineer (rse). The customer stated he was unable to troubleshoot because the device was unavailable at the moment. The customer could not provide further details regarding the event. The customer inquired what software was installed on the device and the rse instructed the customer to check their preventive maintenance paperwork at their facility. The customer agreed to do so. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown. If additional information is later received, a supplemental report will be submitted.